Event description:
Surgeon was unable to remove broach from patient's femur with both handles, had to get a replacement from another hospital. Extended the surgery time by at least one hour.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.